Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse replaced the integrated electrosurgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. The unit was returned for failure analysis, but the reported failure could not be reproduced. The unit energized, cauterized, and all ports recognized instruments.

Event description:
It was reported that during a da vinci-assisted inguinal hernia repair surgical procedure, the site was getting an "activation has been interrupted" message. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the onsite logs and found error c-01 on the integrated electrosurgical generator unit (iesu). The staff stated they tried two different monopolar instrument cords before calling. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was completed robotically.